Event description:
It was reported that the patient couldn't stand up and passed out. They had been hospitalized and admitted into the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient did not remember their blood glucose levels at the time of the reported event but they were wearing the pod longer than 48 hours. Upon review of the cloud data and history, the pod expired at 4 am on march 11th, 2026. The patient did not apply a new pod. The patient could not recall if they had trouble placing a new pod or if it was forgotten. The patient was treated in the ICU with no specific details provided. The patient was discharged on (B)(6) 2026. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.3 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.